Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the customer called in to report that they encountered an error 319 on the system's universal surgical manipulator (usm) 1. The customer power-cycled the system, but the error returned immediately. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power-off the system, turn off the circuit breaker, and then perform an emergency power off (epo); on the patient side cart (psc). The customer powered the system back on, and the error were still present. The tse then had the customer disable the usm 1. The site continued the case with the other three (3) usm arms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system logs and found a non-recoverable emergency-stop local (nel) error 319, pointing to the axes controller carriage (acc) board, on the system's universal surgical manipulator (usm) 1. The fse replaced usm 1 to resolve the reported problem. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa installed and tested the unit on an in-house system and it failed normal mode, as it triggered error 319. The system logged error(s): 319, 1126, 31226. The unit was then tested on a patient side cart fixture test platform (pftp), and it failed the fiber tests, pointing to rolling loop fiber. When the rolling loop fiber was swapped with new one and retested, the unit passed fiber tests. When the original rolling loop fiber was re-installed, the unit failed fiber tests again, pointing to the rolling loop. The unit was then tested again, on a pftp, (using new rolling loop fiber), and the usm passed all the required tests. Fa noted the root cause was attributed to a component failure.